Manufacturer narrative:
Added g3/g4 and h1/h2 correction contact office - manufacturing site: from: medical silicon valley b/p. (B)(6). To: medical woody springs b/p. (B)(6).

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The fsa reported the following to gore: on (B)(6) 2009, the patient underwent an endovascular procedure utilizing the gore® excluder® aaa endoprostheses (2 contralateral legs, 1 aortic extender, and 1 trunk-ipsilateral leg). On (B)(6) 2024, during a follow up CT scan, the physician contacted the fsa and reported that the patient had bilateral type 1b endoleaks. They plan to implant one ibe most likely on the left limb and then possibly one on the right as well in a few weeks.

Manufacturer narrative:
Added g3/g4, h1/h2 and h6. H.6: code b15 - images were provided, and an imaging evaluation was performed. An analysis of relevant data will be performed in view of supporting the identification of possible causes of the event. The imaging evaluation determined the following: the post-implantation cta was dated (B)(6) 2024. There was contrast outside the implanted devices in the distal abdominal aorta aneurysm sac. Imaging showed the distal end of the contralateral leg on the patient¿s right-side ends in the abdominal aorta aneurysm. Thereby, there is lack of all apposition in the right common iliac (rci). The contralateral leg that extends from the ipsilateral leg into the left common iliac (lci) has also lost circumferential device apposition in the lci. Findings confirmed distal type 1 endoleaks, bilaterally.